Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During shift check, the autopulse platform (sn: (B)(4)) did not retract the lifeband when powered on. The platform was also displaying an error message user advisory (ua) (either ua 08 (motor controller fault detected) or ua 02 (compression tracking error). No patient was involved.